Event description:
It was reported that the patient with an implanted lead 977a275 5mm compact 1x8 magnetic resonance imaging (MRI) and an implantable neurostimulator 97715 intellis adaptivestim pain experienced intermittent stronger intensity buzzing and tingling at random times, high impedance, and intermittent shock. An impedance check was conducted, and programs using contacts with high impedances were del eted. The issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a275 (B)(6); product type: 0200-lead; product ID: 977a275 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.